Event description:
It was reported that during a face lift procedure, after 30 minutes of use, the generator started emitting a loud and prolonged sound but no error messages appeared on the display. In trying the third time to activate the blade, the blade tip broke into two pieces. The tip was retrieved. It was not reported how the procedure was completed. There were no adverse pt consequences.

Manufacturer narrative:
(B) (4) (B) (4). Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.